Manufacturer narrative:
Unit passed displacement test. However, unable to prime unit during the prime/delivery test and motor error alarm during basic occlusion test due to slightly loose drive support disk. Unit received missing end cap sticker. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners and case at reservoir tube window corners. (B)(4).

Event description:
The customer's husband reported via phone call that the insulin pump had a compromised force sensor system alarm. The caller reported that halfway through fill tubing, it stopped and the alarm occurred. During troubleshooting, the customer's husband stated that the drive support cap was flush. Blood glucose level at the time of the incident was 250 mg/dl. The customer's husband stated that the customer already had a new insulin pump to use and did not need a replacement. The caller agreed to return the device for analysis.